Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds). The outer sheath, mid-shaft, inner liner and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. There was also a kink on the inner liner located at 15cm from the tip. The flushing luer was stuck in the pull handle. The luer looked to be damaged from a forceful removal from a pliers or other tool. No damage was noticed on the mid-shaft. The stent was not inside the device when returned. The handle was opened to inspect for additional damage. No damage was noticed inside of the handle. The partial deploy could not be confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that partial stent deployment occurred. The 100% stenosed, mildly calcified target lesion was located in the mildly tortuous left superficial femoral artery (sfa). During preparation, the physician attempted to remove the flushing luer from the 6 x 150 x 130 innova¿ stent after flushing however this could not be removed. The decision was made to continue to use the device for the procedure. A .014 non-bsc guidewire was passed through the flushing luer and advanced into the patient. The stent was then advanced over the non-bsc guidewire and stent deployment was initiated. The stent was deployed 120mm and then the pull grip was attempted but could not be pulled. The physician pulled the entire system out in order to fully deploy the stent. The stent was not stretched or fractured. The procedure was completed with this device. There were no patient complications or injuries.